Event description:
The patient was enrolled in the champion af study on (B)(6) 2021 with patient identifier (B)(6). It was reported that a cerebral vascular accident and death occurred. Prior to the index procedure, aspirin was administered. The patient underwent a left atrial appendage (laa) closure procedure with successful placement of a 27mm watchman flx device with a deployed device diameter of 20.2 mm. On (B)(6) 2021, the patient was discharged on apixaban (10 mg /day) and aspirin (81 mg /day). On (B)(6) 2021, protocol required 4-month laa-imaging was performed and tee assessment revealed a complete laa seal, estimated left ventricular ejection fraction of 60 percent with no residual atrial septal shunt. There was no evidence of thrombus on the atrial facing surface of the watchman flx device or in the left atrium and no pericardial effusion was noted. Nine hundred sixty-three (963) days post procedure, on (B)(6) 2023, the patient was found to be non-responsive at home by the patient's brother and was admitted to the hospital. Later, on the same day, the patient was admitted to intensive care unit (ICU) due to hypotension and required more inotropic support with levophed and vasopressin. Central venous and arterial lines were placed. A computed tomography (CT) scan of the head revealed a large ischemic stroke with petechial hemorrhage. Thrombotic etiology was suspected due to left posterior cerebral artery (pca) occlusion. At the time of event, the patient was on aspirin (81 mg/day). On (B)(6) 2023, computed tomography (CT) head without contrast redemonstrated subacute infarct involving the left posterior cerebral artery distribution with mild hemorrhagic transformation and localized effacement of the adjacent sulci, similar in appearance compared to prior. Additional area of infarct involving the left thalamus was unchanged. Chronic lacunar infarct involving the left caudate head and anterior limb of the internal capsule. Mild white matter small vessel disease. During hospitalization, the patient had also undergone a CT angiogram of head and neck, continuous renal replacement therapy (crrt), CT chest, CT abdomen/pelvis, CT cervical spine, and echocardiogram examination performed as diagnostics. Vascular surgery was performed in response to the event. During the course of hospitalization, the patient was diagnosed with acute respiratory failure, acute renal failure, acute myocardial infraction, septic shock, and compartment syndrome. Diffuse embolic phenomenon to the brain likely from a cardiac source and device related infection was strongly being suspected as the patient had positive blood cultures for staphylococcus capitis. The patient was diagnosed with bacteremia and sepsis and was started on zosyn and vancomycin. The patient remained non-responsive throughout the hospitalization with deteriorated condition. On (B)(6) 2023, the patient was transitioned to comfort care per family decision. The patient passed away at the hospital two (2) days later, on (B)(6) 2023, due to cerebral infarct.